Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. The customer took a correction bolus via the pump. During a system check with tandem technical support, no drops of insulin were seen exiting the tubing during filling. Reportedly, the customer uses humulin u500 insulin. A recommendation was made for the customer to change out the tubing and the customer was instructed regarding cartridge/insulin labeling.